Event description:
Additional information was received that the patient's cardiac issues were not related to vns, and that the patient did not really have any cardiac issues. No comment was made on the syncope. The physician will not be providing any additional information as he is very hipaa sensitive.

Event description:
It was initially reported that the patient had syncope and general arrhythmia. The physician feels that both events were related to dehydration but the role vns played in the event was not addressed. When the patient experienced the suspected syncope the patient had not eaten or kept himself hydrated. Good faith attempts for more information have been unsuccessful to date.